Event description:
The balloon was positioned and inflated once, and then it was deflated. When the device was being removed, the shaft separated, leaving part of the product inside of the pt. The product was caught on the guide wire and was pulled back into the guiding catheter successfully, without the need for medical intervention.